Event description:
The customer states that the quality control is out of range low on the architect c8000 since using a new magnesium calibrator lot. The instrument maintenance is up to date and there are no other assay issues. The customer confirmed that the probe, tubing and mixers look fine. The abbott customer technical advocate (cta) will send a replacement calibrator lot. A follow-up with the customer confirmed receipt of the replacement calibrator and that the quality control is back in range. No pt results were questioned and no corrected magnesium reports have been generated. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.